Manufacturer narrative:
One acromioblaster,4.0mm,ep-1,dspl blade was returned for evaluation of the reported complaint mode, ¿burr shed¿. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A review of the device history records was performed which confirmed no inconsistencies. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the burr shed in the patient. No delay in the case was reported and the patient was not harmed. The site was irrigated throughout the procedure.